Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, vaginal prolapse, cystocele, and urethral hypermobility. It was reported that following insertion of the mesh the patient experienced chronic pelvic and vaginal area pain, pelvic inflammation, severe bladder and vaginal infections, urinary retention causing patient to self-cath, urinary leakage, rectal pain, inability to control bowel movements, mesh erosion, vaginal bleeding and discharge, and emotional and psychological suffering. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence, urinary tract infection and nocturia. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy and ureterolysis. (B)(4).